Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe lower back pain, even when not menstruating") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 626220) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included bupropion hydrochloride and zolpidem tartrate (ambien cr). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), anxiety ("anxiety"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal discomfort ("rashes or skin conditions type: vaginal irritation (recurring),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), uterine cervical pain ("cervix pain"), musculoskeletal pain ("shoulder blade pain"), vulvovaginal pain ("vagina pain"), feeling abnormal ("horrible brain fog"), weight decreased ("weight loss"), pain in extremity ("arm and hip pain that is sometime debilitating"), arthralgia ("arm and hip pain that is sometime debilitating") and stress ("stress"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, pelvic pain, dysmenorrhoea, menorrhagia, dysgeusia, vaginal infection, dyspareunia, blister, pruritus, alopecia, fatigue, weight fluctuation, vaginal haemorrhage, hypersensitivity, urinary tract infection, vulvovaginal discomfort, bladder disorder, urinary tract disorder, allergy to metals, vaginal discharge, uterine cervical pain, musculoskeletal pain, vulvovaginal pain, feeling abnormal, weight decreased, pain in extremity, arthralgia and stress outcome was unknown and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypersensitivity, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, pruritus, stress, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort, vulvovaginal pain, weight decreased and weight fluctuation to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. All symptoms, with exception of hair loss, still have pain in right shoulder diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion fallopian tubes . Most recent follow-up information incorporated above includes: on 7-jun-2018: social media post received . Reporter added. Events horrible brain fog, weight loss, arm and hip pain that is sometime debilitating, arm and hip pain that is sometime debilitating,stress added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and back pain ("severe lower back pain, even when not menstruating") in a 38-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism in 1997. Concurrent conditions included obesity. Concomitant products included bupropion hydrochloride, fluoxetine hydrochloride (fluoxetin), levothyroxine, progesterone, trazodone and zolpidem tartrate (ambien cr). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced rash ("rashes or skin condition "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), anxiety ("anxiety"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal discomfort ("rashes or skin conditions type: vaginal irritation (recurring),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), uterine cervical pain ("cervix pain"), musculoskeletal pain ("shoulder blade pain"), vulvovaginal pain ("vagina pain"), feeling abnormal ("horrible brain fog"), weight decreased ("weight loss"), pain in extremity ("arm and hip pain that is sometime debilitating"), arthralgia ("arm and hip pain that is sometime debilitating"), stress ("stress"), abdominal pain lower ("cramping "), visual impairment ("visual problem") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, vaginal infection, dyspareunia, depression, anxiety, urinary tract infection, vulvovaginal discomfort, bladder disorder, uterine cervical pain, musculoskeletal pain, vulvovaginal pain, abdominal pain lower, visual impairment and weight increased had resolved, the dysmenorrhoea, menorrhagia, dysgeusia, blister, pruritus, alopecia, weight fluctuation, vaginal haemorrhage, hypersensitivity, urinary tract disorder, allergy to metals, vaginal discharge, feeling abnormal, weight decreased, pain in extremity, arthralgia, stress and rash outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hypersensitivity, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, pruritus, rash, stress, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal discomfort, vulvovaginal pain, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. All symptoms, with exception of hair loss, still have pain in right shoulder diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: events rash, vaginal irritation, vision problems, abdominal pain lower were added. Lab data updated. Concomitant, historical conditions drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), back pain ("severe lower back pain, even when not menstruating") and genital hemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 626220) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism in 1997. Concurrent conditions included obesity and seasonal allergy since (B)(6) 2014. Concomitant products included bupropion hydrochloride, fluoxetine hydrochloride (fluoxetin), levothyroxine, progesterone, trazodone and zolpidem tartrate (ambien cr). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced rash ("rashes or skin condition "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of her depression/psychological / psychiatric problems"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), anxiety ("anxiety/psychological / psychiatric problems"), fatigue ("chronic fatigue/fatigue"), weight increased ("weight fluctuations/weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal discomfort ("rashes or skin conditions type: vaginal irritation (recurring),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), uterine cervical pain ("cervix pain"), musculoskeletal pain ("shoulder blade pain"), vulvovaginal pain ("vagina pain"), feeling abnormal ("horrible brain fog"), weight decreased ("weight loss"), pain in extremity ("arm and hip pain that is sometime debilitating"), arthralgia ("arm and hip pain that is sometime debilitating"), stress ("stress"), abdominal pain lower ("cramping "), visual impairment ("visual problem vision problem") and infection ("infections"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, genital haemorrhage, vaginal infection, dyspareunia, depression, anxiety, urinary tract infection, vulvovaginal discomfort, bladder disorder, uterine cervical pain, musculoskeletal pain, vulvovaginal pain, abdominal pain lower, visual impairment and infection had resolved, the dysmenorrhoea, menorrhagia, dysgeusia, blister, pruritus, alopecia, weight increased, vaginal haemorrhage, hypersensitivity, urinary tract disorder, allergy to metals, vaginal discharge, feeling abnormal, weight decreased, pain in extremity, arthralgia, stress and rash outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, infection, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, pruritus, rash, stress, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal discomfort, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. All symptoms, with exception of hair loss, still have pain in right shoulder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding, infections, concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe lower back pain, even when not menstruating") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 626220) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included bupropion hydrochloride and zolpidem tartrate (ambien cr). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), anxiety ("anxiety"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal discomfort ("rashes or skin conditions type: vaginal irritation (recurring),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), uterine cervical pain ("cervix pain"), musculoskeletal pain ("shoulder blade pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, pelvic pain, dysmenorrhoea, menorrhagia, dysgeusia, vaginal infection, dyspareunia, blister, pruritus, alopecia, fatigue, weight fluctuation, vaginal haemorrhage, hypersensitivity, urinary tract infection, vulvovaginal discomfort, bladder disorder, urinary tract disorder, allergy to metals, vaginal discharge, uterine cervical pain, musculoskeletal pain and vulvovaginal pain outcome was unknown and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bladder disorder, blister, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, musculoskeletal pain, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. All symptoms, with exception of hair loss, still have pain in right shoulder diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on 21-may-2008: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received: new events: vaginal haemorrhage, hypersensitivity, urinary tract infection, vulvovaginal discomfort, bladder disorder, urinary tract disorder, allergy to metals, vaginal discharge, back pain, uterine cervical pain, musculoskeletal pain, vulvovaginal pain, pelvic pain were added. Reporter, patient demographic information, other relevant history updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), back pain ("severe lower back pain, even when not menstruating") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism in 1997. Concurrent conditions included obesity and seasonal allergy since (B)(6) 2014. Concomitant products included bupropion hydrochloride, fluoxetine hydrochloride (fluoxetin), levothyroxine, progesterone, trazodone and zolpidem tartrate (ambien cr). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced rash ("rashes or skin condition "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of her depression/psychological / psychiatric problems"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), anxiety ("anxiety/psychological / psychiatric problems"), fatigue ("chronic fatigue/fatigue"), weight increased ("weight fluctuations/weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal discomfort ("rashes or skin conditions type: vaginal irritation (recurring),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), uterine cervical pain ("cervix pain"), musculoskeletal pain ("shoulder blade pain"), vulvovaginal pain ("vagina pain"), feeling abnormal ("horrible brain fog"), weight decreased ("weight loss"), pain in extremity ("arm and hip pain that is sometime debilitating"), arthralgia ("arm and hip pain that is sometime debilitating"), stress ("stress"), abdominal pain lower ("cramping "), visual impairment ("visual problem vision problem") and infection ("infections"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, genital haemorrhage, vaginal infection, dyspareunia, depression, anxiety, urinary tract infection, vulvovaginal discomfort, bladder disorder, uterine cervical pain, musculoskeletal pain, vulvovaginal pain, abdominal pain lower, visual impairment and infection had resolved, the dysmenorrhoea, menorrhagia, dysgeusia, blister, pruritus, alopecia, weight increased, vaginal haemorrhage, hypersensitivity, urinary tract disorder, allergy to metals, vaginal discharge, feeling abnormal, weight decreased, pain in extremity, arthralgia, stress and rash outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, infection, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, pruritus, rash, stress, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal discomfort, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. All symptoms, with exception of hair loss, still have pain in right shoulder diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), back pain ("severe lower back pain, even when not menstruating") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism in 1997, depression and anxiety. Concurrent conditions included obesity and seasonal allergy since (B)(6) 2014. Concomitant products included bupropion hydrochloride, fluoxetine hydrochloride (fluoxetin), levothyroxine, progesterone, trazodone and zolpidem tartrate (ambien cr). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 2 years 4 months after insertion of essure, the patient experienced rash ("rashes or skin condition "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of her depression/psychological / psychiatric problems"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), anxiety ("anxiety/psychological / psychiatric problems"), fatigue ("chronic fatigue/fatigue"), weight increased ("weight fluctuations/weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal discomfort ("rashes or skin conditions type: vaginal irritation (recurring),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), uterine cervical pain ("cervix pain"), musculoskeletal pain ("shoulder blade pain"), vulvovaginal pain ("vagina pain"), feeling abnormal ("horrible brain fog"), weight decreased ("weight loss"), pain in extremity ("arm and hip pain that is sometime debilitating"), arthralgia ("arm and hip pain that is sometime debilitating"), stress ("stress"), abdominal pain lower ("cramping "), visual impairment ("visual problem vision problem"), infection ("infections") and vulvovaginal pruritus ("vaginal itching"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, genital haemorrhage, vaginal infection, dyspareunia, depression, anxiety, urinary tract infection, vulvovaginal discomfort, bladder disorder, uterine cervical pain, musculoskeletal pain, vulvovaginal pain, abdominal pain lower, visual impairment and infection had resolved, the dysmenorrhoea, menorrhagia, dysgeusia, blister, pruritus, alopecia, weight increased, vaginal haemorrhage, hypersensitivity, urinary tract disorder, allergy to metals, vaginal discharge, feeling abnormal, weight decreased, pain in extremity, arthralgia, stress, rash and vulvovaginal pruritus outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, infection, menorrhagia, musculoskeletal pain, pain in extremity, pelvic pain, pruritus, rash, stress, urinary tract disorder, urinary tract infection, uterine cervical pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal discomfort, vulvovaginal pain, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. All symptoms, with exception of hair loss, still have pain in right shoulder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: full occlusion fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Event vaginal itching was added. Historical conditions were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe lower back pain, even when not menstruating") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation"), dysgeusia ("metallic taste in mouth"), vaginal infection ("chronic vaginal infections"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), anxiety ("anxiety"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, dysmenorrhoea, menorrhagia, dysgeusia, vaginal infection, dyspareunia, depression, blister, pruritus, alopecia, anxiety, fatigue and weight fluctuation outcome was unknown. The reporter considered alopecia, anxiety, back pain, blister, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pruritus, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.